Manufacturer narrative:
(B)(4). The complaint device was discarded and not available for evaluation. There is no information reported that could have resulted in the reported failure. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-54127.

Event description:
It was reported via phone by the sales rep that during a rotator cuff procedure, the wire on the customer's ideal suture grasper would not retrack. They tried a second suture grasper from the same lot number, and the same thing happened. They then tried a third suture grasper from a different lot number and completed the procedure with no patient consequences. Both devices were discarded by the customer.